Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of uterine cyst and obesity. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2453 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total vaginal hysterectomy bilateralsalpingectomy cystocele repair, tvt, cystoscopy, anteriorrepair). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. 3 coils were noted protruding into the uterine cavity. Similarly, the left ostia were visualized and the essure device was deployed. The proximal portion of the device was visualized with less than 3 coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 36.678 kg/sqm. [Hysterosalpingogram] on (B)(6) 2013: x-ray salpingogram. Indication: evaluate tubal status. Status post essure placement. Single digital spot film from a salpingogram is reviewed. A balloon tipped catheter is present in the endometrial canal. Essure devices are present bilaterally. / see no evidence for contrast fail into the perineal cavity. Impression: fallopian tubes are occluded. There is no spill of contrast into the peritoneal cavity. [Pathology test] on (B)(6) 2019: surgical pathology report. Pre-operative diagnosis: dysfunctional uterine bleeding. Final diagnosis: endometrium, biopsy: benign secretory endometrium, no evidence of hyperplasia or malignancy. Specimen (s) received: endometrium biopsy. Clinical history: none given. Post-operative diagnosis: none given; on (B)(6) 2019: surgical pathology report: pre-operative and post operative diagnosis: uterine prolapse, midline cystocele. Final diagnosis: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: benign uterus, 110 grams. Benign secretory endometrium and adenomyosis. Leiomyomata, benign bilateral fallopian tubes. Benign cervix and surgical margins of resection, specimen (s) received: uterus, cervix, bilateral fallopian tubes. Gross description: the fallopian tube fragments on the uterus itself have protruding from their lumina, white metal coil devices. Also within the specimen container are two additional separate fragments of fallopian tube, these fragments are approximately 3.5 to 4 cm. In length each and are approximately 0.5 to 0.6 om. In diameter each and both exhibit fimbriated ends. [Ultrasound scan] on (B)(6) 2018: cul-de-sac: there is no free fluid visualized in the cul-de-sac. Kidneys: both kidneys are present within the flanks and are without evidence of hydronephrosis. Impression: 15 mm right ovarian debris-filled cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Medical history and lab data added including pathology test. Reporter information added. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2557 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.